Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the keypad was found to be peeling at the ok button. All the buttons were intermittently responsive. Unrelated to the original complaint, there was contamination found under the down and ok buttons. The battery compartment was found to be cracked below the bumper pad at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were underresponsive and that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.